Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: chevalier, guide catheter: 7-french sheath. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the mildly tortuous left superficial femoral artery (sfa). The 3.0mmx40mmx90cm armada 14 balloon dilatation catheter (bdc) was soaked and prepped prior to use with no issues or leaks noted. The armada 14 bdc was advanced to the target lesion; however, there was resistance noted with the anatomy during advancement. During the first inflation, the armada 14 balloon ruptured at 3 atmospheres (atm) and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.0x40mm non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.